Event description:
It was reported that patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2009. A subsequent arthroscopic procedure was performed on (B)(6) 2009 due to scarring and crepitation. The scar tissue and osteophyte were removed and the suprapatellar pouch reestablished. Patient alleged a further revision procedure to a total knee was performed outside of the clinical study on (B)(6) 2011 due to femoral loosening. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.